Event description:
A customer reported to baxter product surveillance of a clear link set that bursted while in use with a power injector during a CT scan. A contrast medication was being injected at approximately 350 psi. The customer was informed by the writer that baxter sets should not be used with a power injector. The CT scan was not very clear due to the limited amount of contrast that was injected. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. A visual inspection was performed and a burst rupture in the tubing was observed. No functional testing was performed. The reported condition was confirmed. The root cause was determined to be the customer's misuse of the product with a power injector even though it was not indicated as acceptable for use with one. Additional information: a labeling review was performed. The guidance directly from the FDA is to assume that a product is not power injector compatible if the label does not explicitly state that the product is acceptable for use with a power injector. Thus, the labeling is not deficient because it aligns with the FDA labeling expectations. (B)(4).